Event description:
It was reported that as lvp 20d dehp 3ss cv leaked. The following information was provided by the initial reporter: material no.: 2426-0500 batch no.: 20033012. It was reported that leaking was noted above the back check channel.

Manufacturer narrative:
H.6. Investigation: one unused primary set, model 2426-0500 lot 20033012, was received by the customer for investigation. Upon priming, a leak above the check valve was immediately detected. There was a slit present that was visible to the naked eye. The sample was then observed under microscope for further investigation and it appears that the aperture seems to have been made by a sharp object after manufacture. No other defects were observed. The customer's complaint of leakage was verified. A device history record review for model 2426-0500 lot number 20033012 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under microscope was performed on the tubing at point of leakage. The striations in the tubing material resemble a slice or impale from a sharp object.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. FDA device problem code: 1354. FDA patient problem code: 2199.

Event description:
It was reported that as lvp 20d dehp 3ss cv leaked. The following information was provided by the initial reporter: material no.: 2426-0500. Batch no.: 20033012. It was reported that leaking was noted above the back check channel.